Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus misalignment and calibration issue. The connection between the to uch screen and the printed circuit board (pcb) was reseated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen had a misalignment that would not improve after calibration. The programmer was returned for service. There was no patient involvement.